Manufacturer narrative:
Updated conclusion grid.

Manufacturer narrative:
H10: become aware date updated from 01/22/2024 to 01/21/2024.

Event description:
It has been reported that the device is failing self-test.